Event description:
It was reported that during an in-clinic check, noise resulting in episodes of inappropriate high ventricular rate was noted on the right ventricular (rv) lead. No noise was observed with isometrics. Programming change was made. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.